Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 aug 2025 has been used as a placeholder. Investigation summary a photo where a white substance inside the tube at the bond connection with the chemolock and the drip chamber is shown by customer. No additional damage or anomalies are observed. The complaint of particulate matters can be confirmed. The probable cause an errant solvent during manual assembly process in the manufacturing plant. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Corrective and preventative actions are in progress.

Event description:
Event occurred regarding an admin set w/chemolock where it was reported that there was unidentified white substance in tube. There was no patient involvement.